Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during meniscus repair both ts in the ultra fast-fix assembly - curved were deployed, but the suture broke before the knot was pushed. Both of the ts were removed. The procedure was completed with a backup device, and there was a delay of 30 minutes or less in the surgery. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 part of the reported device was received for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A visual inspection revealed the device was returned without suture or anchors. The device was not in original packaging. The device has been actuated and is fully depressed. The device has saline residue on needle. A review of the customer provided images confirms the batch number and part number. The image also reveals the device is without the anchors and suture. A functional evaluation revealed the deployment trigger could be functioned without issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.